Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right ventricular lead impedance was low and out of range. In addition, the capture threshold was high in the bipolar configuration but was normal in unipolar configuration. The lead was capped and replaced. The patient was in stable condition throughout.

Event description:
New information received noted that there was suspected insulation damage on the lead. The lead was capped on (B)(6) 2020.